Event description:
It was reported that a patient did not think the device had ¿really been working right.¿ it was noted that the patient was instructed to set up an appointment for troubleshooting. It was reported that there were no patient symptoms or injuries related to the event.

Manufacturer narrative:
Concomitant products: product ID 37092, lot # 281240002, implanted: (B)(6) 2011, product type accessory; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 355028, lot # n295272, implanted: (B)(6) 2011, product type accessory; product ID 355028, lot # n295616, implanted: (B)(6) 2011, product type accessory; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on july 17th 2015 indicating that there was a suspected overdischarge. The patient had not used stimulation for over a year and had not charged implantable neurostimulator (ins). The therapy was not helping the patient's pain so they stopped using the stimulation. The patient had leads being on off label placement. The rep was requesting MRI guidelines for a head MRI. The patient was hospitalized unrelated to the device or therapy. The health care professional (hcp) reported that there was a suspected overdischarge. This was over a year ago. The patient had been experiencing dizziness. On july 21st 2015 the rep indicated that the patient was discharge and that no actions had been taken to resolve the lack of therapy and suspected overdischarge. The cause for lack of therapy was determined to be due to noncompliance. On august 7th 2015 the rep indicated that they had an appointment set up to meet with the patient for a physician mode recharge (pmr) but the patient did not show up. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturing representative (rep) reported that the patient switched pain management clinics. She wanted to either get her device working again or have it removed. The rep offered to meet with the patient to do a physician mode recharge (pmr). The patient had an injection coming up soon, was starting physical therapy, and would likely have time to do the pmr in december. The rep asked the patient to call him when she was ready.